Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Investigation results: 10/02/24 repair tech: (B)(4). 000 evaluated,meets specifications;contact customer. Replaced damaged/worn components and recalibrated unit to factory specs. G123. Ezz pwr cd,wire harn shorted. Debris buildup in the water filter. Replaced damaged/worn components and recalibrated unit to factory specs.

Event description:
While using a cavitron select sps g124 they allege that they are having water flow issues and the handpiece heats up. No injury resulted.